Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a particularly small annulus, the valve dislodged above the annulus which reduced flow to the right and left coronary arteries. Using a guidewire, a percutaneous transluminal coronary angioplasty (ptca) was performed and a stent was placed in the left coronary artery. The valve was snared above the coronary ostium. A second ptca was performed with two stents placed in the right coronary artery. Cardiopulmonary resuscitation (CPR) was performed for forty-seven minutes; however, ventricular fibrillation and asystole persisted. The patient died in the operating room. It was reported the cause of death was attributed to the dislodged valve reducing flow to the right and left coronary arteries. An autopsy was not performed.

Manufacturer narrative:
Conclusion: it was reported that during implant, the valve dislodged above the annulus and reduced flow to the right and left coronary arteries. The angiographic records (cine runs) included with the complaint were reviewed and showed that there was annulus calcium and a stented right coronary artery (rca). Moderate paravalvular leak (pvl) was also noted. The left coronary artery was pre-wired and a stent was present in the left anterior descending (lad) artery. The fluoroscopy load check for the valve confirmed a good load. At 50% deployment, the valve appeared to be at a good depth. At 80%, the valve was deployed at a good depth but appeared constrained. The valve was 100% deployed and it dislodged above the annulus. The valve was snared into the ascending aorta. The stent in the left main was deployed but there was poor perfusion. An angioplasty was performed on the rca along with the placement of two stents. The rca showed good coronary perfusion. The final angiogram showed no cardiac function. The angiographic review concluded that after the valve was fully deployed, it dislodged above the annulus. However, there was no evidence to show the cause of the dislodgement. Subsequently, the position of the valve after it dislodged caused coronary occlusion to both the right and left coronary arteries. It was confirmed that the valve was snared into the ascending aorta but the timing for snaring the valve was unknown. The placement of stents in both the rca and lca was confirmed. There was no evidence of cardiopulmonary resuscitation (CPR) being performed. The final coronary angiogram showed patency of the coronaries, but the heart was not moving. Potential factors that could influence a valve to dislodge include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. Based on a review of the procedural imaging, an assignable root cause for why the valve dislodged above the annulus could not be determined. Coronary occlusion is listed as a potential risk associated with the implantation of the evolut r in the device instructions for use (IFU) and it can be attributed to procedural factors (e.g., valve positioning, and sizing, technique) and/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia). In this event, the cine review confirmed that the position of the valve, after it dislodged, caused coronary occlusion to both the right and left coronary arteries. Despite life saving measures (47 minutes of CPR), the patient died in the operating room. Based on the information (procedural imaging) reviewed, the patient death was attributed to the valve being dislodged (cause unknown) which resulted in a coronary occlusion. The device history records for the valve was reviewed. The device met all manu facturing specifications for final product release and no issues were identified that would have impacted this event. There is no indication of a potential manufacturing issue, device misuse or a quality deficiency. If information is provided in the future, a supplemental report will be issued.